Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a vad stop'. A "vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a medical personnel that the patient had several vad disconnect alarms along with 1 electrical fault on (B)(6) 2015 and 1 vad stop. Failed single stator start up. Investigation is ongoing.

Manufacturer narrative:
The reported event of several vad disconnect alarms along with an electrical fault alarm occurring on the unreturned controller, (B)(4), was confirmed. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The first vad disconnect occurred on (B)(6) 2015 at 7:09:50 and was most likely due to driveline disconnection. The driveline was reconnected, however, the pump attempted to restart but failed to start on one stator, causing the pump to eventually stop. However, the driveline was disconnected and reconnected, which allowed the controller to start the pump successfully at 7:15:11. The total pump-off time was approximately 6 minutes from when the driveline was first disconnected to when the pump successfully restarted. Analysis of the device could not be performed since the device was not returned for evaluation. The root cause of the reported event cannot be conclusively determined. The manufacturer has opened an internal investigation to evaluate pumps that are unable to restart. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
It was reported vad disconnect alarms along with an electrical fault alarm. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Log file analysis revealed a series of vad stopped alarms and one electrical fault alarm occurred on (B)(6) 2015 from 07:09:50 through 07:15:00. If information is provided in the future, a supplemental report will be issued.